Manufacturer narrative:
Plant investigation: although it was reported that the cycler set was returned with the cycler, when the cycler was received it did not contain the cycler set. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to finding the fluid leak, an ¿m31 air detected in cassette¿ alarm occurred during drain 1 of 4. The contact reached out to ts to get assistance bypassing the alarm. After failing to bypass the alarm, the treatment was cancelled. When the cycler door was opened to remove the cassette, fluid was observed leaking out. No visible damage was identified on the cassette. The ts representative advised the contact to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient did not complete their treatment. Following the event, the patient contact communicated with the patient¿s peritoneal dialysis registered nurse (pdrn). The contact was told that it was ok for the patient to skip the remainder of their treatment, after they performed a manual drain. The patient¿s contact confirmed there were no adverse consequences due to the incomplete treatment. It was confirmed they were trained to perform manual pd therapy, as well as stat drains if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s replacement cycler was received, and the patient was continuing their pd therapy on the replacement with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler.